Event description:
Was implanted with the essure device following the birth of my son in 2013. The device was implanted in (B)(6) 2013 (ref # (B)(4), lot# b09701), I had issues with the implantation. Went for my follow-up contrast x-ray in (B)(6) 2013 to ensure the device worked. It did not, we opted to do another check in a few more months, I had another contrast x-ray in (B)(6) 2014 which showed that the left side was blocked, though whether it was from essure or endometriosis adhesions they could not say, and the right side was still open but the coil was no longer visible. Ended up having to have a tubal ligation of my right side in (B)(6) 2014 to be sure that I could not become pregnant.